Event description:
Patient had simon nitinol ivc filter placed in 1999 for dvt/pe. She presented for venography for evaluation of chronic venous insufficiency. Spot radiographs of the filter prior to obtaining venous access revealed fracture of one of the filter legs. FDA safety report ID# (B)(4).